Event description:
The customer reported that the insulin pump alarmed unexpected restart. Customer stated that the insulin pump kept shutting down. Troubleshooitng was done. Customer's blood glucose was 193 mg/dl. Customer stated that the alarm is recurring during normal insulin pump use. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. No unexpected rest or shutting down during testing noted. The insulin pump passed the self test and no alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, minor scratches on liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)